Event description:
It was reported that during deployment of a stent graft in a brachiocephalic fistula for a pseudoaneurysm advanced approximately 3-5mm from the intended site. There was no reported injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the specific lot number was not provided. The device was not returned for evaluation; therefore, the investigation is inconclusive. It should be noted that the device was used to treat a pseudoaneurysm. This is considered to be an off label use for this device, as the device is indicated for the treatment or stenoses at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts, not for use in the treatment of pseudoaneurysms. However, it could not be determined if the user in this treatment modality contributed to the root cause of the event. The definitive root cause could not be determined based upon available information.